Event description:
The pt is reportedly experiencing ongoing intermittencies between the external equipment and the internal device. External equipment was exchanged and programming changes were made; however, this did not resolve the issue. Revision surgery will be scheduled.